Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implantable pump. The indication for use was malignant pain ¿ lung. It was reported that the pump was alarming; it was as dual sound. The alarm was scaring the patient. The patient noticed the alarm on (B)(6) 2015. The alarm was so loud that it woke her up. She called the physician¿s answering service at 2am, but hadn¿t heard back from them yet. The patient was crying during the call. Per the hcp (healthcare professional) and the patient she wasn¿t due for a pump refill until early (B)(6) 2015. The hcp was going to have the patient come in the next day to see what was going on. The patient was ¿hurting so bad around the pump and in her stomach and her back and it is killing her.¿ she stated that ¿she has never felt like this.¿ the pain started late saturday night ((B)(6) 2015). The patient was also having withdrawal symptoms (throwing up and not feeling well). The patient was seeing a call your doctor icon with ¿code 8286 (empty reservoir) date (B)(6) 2015 (B)(4)¿ and ¿code 8254 (low reservoir) on (B)(6) 2015 (B)(4)¿ with a refill date listed as (B)(6) 2015 on her ptm (personal therapy manager). The troubleshooting, actions/interventions and cause of the alarm were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.